Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 45 mg/dl. Contact alleged "there was an over delivery of a bolus¿. Customer required assistance addressing bg level with carbohydrates. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer changed the infusion set site to resolve the occlusion. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received.